Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every morning the insulin pump had failed self test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer clicks on it and it goes away but they does not know what code is for. The customer reported scratches on the screen. The device will not be returned for analysis.

Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test and displacement test due to a64 alarm. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.